Event description:
User experienced discrepant sodium results during one afternoon for fourteen patient samples. Three patient examples were provided. Patient 1, initial result 133 mmol/l, repeat 141 mmol/l. Patient 2, initial result was 126 mmol/l, repeat 132 mmol/l. Patient 3, initial result 130 mmol/l, repeat 137 mmol/l. Initial results were reported and corrected reports were generated. No treatment was administered as this is a reference lab and no results will be reviewed by the physicians until monday. If additional information is received, appropriate notification will be provided.